Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on march 27, 2026 with lot number 235155. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis opening, creases, wear abrasion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional reported "found to be intact" and "capsular contracture", baker grade unknown. Capsulectomy was performed. This record is for the left side. The device remains has been explanted.

Event description:
Patient reported "rupture". This record is for the left side. The device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional reported "found to be intact" and "capsular contracture", baker grade unknown. Capsulectomy was performed. This record is for the left side. The device remains has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.